Manufacturer narrative:
Onset of gastrointestinal bleeding is reported under MFR # 2916596-2016-02439. Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with bright red blood from their rectum that began on (B)(6) 2018. Their international normalized ratio was 1.4. The patient reported some lightheadedness. There were no complications with the patient's heartmate device. A small bowel enteroscopy showed a few 6mm stigmata of recent bleeding. Angioectasias were found in the gastric fundus, gastric body, and gastric antrum. The patient was treated with argon plasma coagulation. A colonoscopy showed internal hemorrhoids. There was moderate diverticulosis in the sigmoid colon, in the descending colon, and at the splenic fixture. There was no evidence of diverticular bleeding. The patient's hemoglobin was 10 at the time of admission and had dropped to 8 around the time of their procedure the next day. It then remained stable at 8. The patient did not have any other incidences of melena or hematochezia while admitted. As of (B)(6) 2018, the event was considered resolved without sequelae.